Event description:
It was reported that the device activated while the safety was on. This event occurred during testing. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported was duplicated. The handpiece started to run without pressing the handswitch when the cable is flexed and has excessive noise. The contact pins are burnt and there is corrosion build up throughout the inside of the handpiece. The burnt contacts can contribute to the run on failure as corrosion and debris in connection tend to give the console false signals. The handpiece needed a total rebuild due to the excessive corrosion found. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture; there were no relevant non-conformances, alerts, deviations, or rework. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.